Event description:
Per the audiologist, the patient reported poor performance when using the cochlear implant system. Results of an integrity test done in 2005 showed normal receiver/stimulator function. In 2008 the patient reported severe pain around the implant site and a change in "loudness" after an airplane flight. Examination by an audiologist showed tympanograms to be "normal". Results of an integrity test done about 7 days later were consistent with the first test. Exchanging external equipment did not solve the problem. The patient's device was explanted about 2 months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.